Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a screen that was displaying white lines and flickered. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse checked if the power on the screen had white stripes. The fse changed the board pcb, color video receiver with a new board. A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse checked if the power on the screen had white stripes. The fse replaced the color video receiver board and noted a piece of cable was still pending delivery in order to complete repairs. Subsequently, the fse returned to the customer's site at a later date and replaced the video receiver to lcd cable. All safety, functionality and calibration tests were performed and passed and the iabp unit was then cleared for use and returned to the customer. A supplemental report will be submitted upon receipt of additional information.